Event description:
On (B)(6) 2012 customer reported that there was a slow leak under the flow cell on the lh750 instrument. Customer stated that the leak spilled onto the countertop. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found the differential sample line at pinch valve 52 (pv52) had a small hole in it. Fse replaced the tubing and this resolved the issue.

Manufacturer narrative:
(B)(4).